Event description:
The transformer was exposed to epidural med causing a short circuit within the housing. This short circuit produced a flare up as evidenced by burn and scorch marks on the housing as well as smoke and a burning plastic smell. Pt evacuated and no injuries to pt or team members. The damaged transformer has been removed from service and disposed of.